Event description:
Through documentation received, it was reported to boston scientific corporation that in 1997 a patient (weight unk) underwent a placement of a protegen sling. On approx six and a half months later, due to difficulty emptying her bladder, the sutures were removed. Sling remains intact. An extensive history of abdominal, lower quadrant, and chest pain as well as difficulty voiding, resulting in many other hospitalizations was provided. According to the complainant the device was explanted in 2007 with no complications. We are unable to obtain any further information regarding this event or the patient's present condition.

Manufacturer narrative:
The device is not expected to be returned. A review of the specific device history record could not be conducted as the lot number is unk. A ship history and label review could no be conducted due to no product number being provided. The extreme age of the complaint prevents the trending reports for product families from being applicable. The vesica sling kits with protogen sling standard and protegen sling large last date of distribution was 04/11/2000.